Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Patient later reported seroma-late and cyst. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, b3, b5, b6, g2, h6.

Event description:
Healthcare professional reported left side "ruptured implant, integrity of the implant is compromised in the upper outer quadrant between 12-13 hours", "fluid accumulation is determined" and "ductal microcysts" via ultrasound and CT scan. Patient later reported "my breast pain has recently worsened". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b3, b5, b6, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.